Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced system error code 23009. The site performed a system override and the system fault was resolved. After clearing the system fault, the endoscopic camera manipulator (ecm) locked. The site removed the camera and drape and reset the system. The issue was resolved. Due to the system issues, the surgeon made the decision to complete the planned procedure was using open surgical techniques. No patient harm was reported. On (B)(4) 2014 an intuitive surgical, inc. (Isi) field service engineer performed a field investigation. The fse concluded that the system error code 23009 was related to the left master tool manipulator (mtml) and that there was an issue with an axis on the ecm, causing the ecm to lock. The mtml and the ecm were replaced to repair the system.

Manufacturer narrative:
The ecm and the mtml were returned and evaluated. The failure analysis investigation results are as follows: failure analysis investigation was unable to duplicate the system error code 23009 experienced by the site and the issue with the ecm experienced by the site. Functional testing of the mtml passed test driving in normal mode. A visual inspection found no issues. The mtml underwent a check sensor test, strength testing, friction testing and a harness wiggle test. There were no issues noted. The mtml also passed a (B)(4) sine cycle test. The cable tensions were found to be within specifications. While the system error code 23009 was not replicated during failure analysis investigation, isi engineering concluded that an intermittent issue occurred during the surgical procedure that may have been caused by arm collisions, thus generating the system error code 23009 experienced by the site. Due to the occurrence of the system error code 23009 an axis motor of the mtml was replaced as a precaution. Functional testing of the ecm found that the ecm homed normally. A check sensor test for the 3 axis on the ecm passed. The axis also passed a friction test. The ecm was clutched and the 3 axis was manually moved and it moved with no issues noted. A close visual inspection found no mechanical issues that would have restricted or blocked the axis' movement. All of the ecm's carriage bearings were found to be in good shape and rotated normally with no signs of damage or marks in the carriage track. The ecm passed all arm exercise tests. As a precaution, the 3 axis was replaced. During final testing of the ecm, axis 2 was noted to be clicking. Axis 2 was also replaced. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error code 23009 appears when the da vinci safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer) are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put the da vinci s system in a recoverable safe state. This complaint is being reported due to the following conclusion: the surgeon made the decision to complete a da vinci prostatectomy procedure using open surgical techniques after experiencing a system fault and because the ecm locked.